Event description:
Hip area pain, mostly in right side groin area, upper leg area pain slightly below hip joint in both legs with extended walking or short fast walking. Dates of use: 15 months right side, 13 months left side. Diagnosis or reason for use: right hip arthritis/femur ball fracture and left hip arthritis.